Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post-lumbar laminectomy syndrome. It was reported that the ins was turned off remotely a year ago. The patient clarified that the patient did not turn the ins off herself, but it just shut off. The patient said they were told the device would last 20 years. The patient reported she is in pain since 29 years ago. No further complications were reported.